Event description:
It was reported by the affiliate that during a gastrectomy procedure, during firing, the firing knob broke. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Firing knob the analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.